Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device was explanted and replaced due to sub optimal positioning. Patient complained of pain. Noise on iegm. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. The implants memory content was inspected. The recorded secgs contained non-physiological artifacts, confirming the observation. A further analysis of the memory content showed no anomalies. A visual inspection of the device revealed a bent pin as well as a fracture of the antenna close to the feedthrough. Based on the damage symptoms, it is plausible to assume that strong external forces led to this fracture. In conclusion, the analysis revealed a bent pin and an antenna fracture. However, the root cause could not be determined.

Event description:
This device was explanted and replaced due to sub optimal position. Patient complained of pain. Noise on iegm. Should additional information become available, this file will be updated.